Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted image was inconclusive for a potential outflow graft twist. The center submitted a photo from the operating room for review. This image showed that a portion of the outflow graft bend relief was cut lengthwise; however, a twist to the graft material could not be visualized. This image was inconclusive for a potential outflow graft twist. Additional CT images were requested from the center; however, no further information was provided. The center reported that the patient presented after several days of continuous low flow alarms without symptoms. A computed tomography (CT) scan showed a small outflow obstruction and the patient was started on heparin and dba 5. The patient was admitted on (B)(6) 2019 due to lvad thrombus. The patient reported having more persistent low flow alarms and was being considered for device exchange. An echo revealed that the left ventricle was not decompressed. A cta was performed that showed concern for inflow graft and clot at entrance. The patient was taken to the or on (B)(6) 2019 . Although it was reported that the patient was admitted for lvad thrombus, no thrombus was seen in the lvad outflow, only twisting of the graft. The graft was cut at the aortic anastomosis and the twisted outflow graft was relieved. A new bend relief was placed on the graft in place of the old one, which was removed. An outflow graft clip was applied. The patient remains ongoing on heartmate 3 lvas,and no related complaints have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital after several days of continuous low flow alarms without symptoms. The patient was given fluids and had a controller exchange. A CT scan showed a small outflow obstruction. The patient was started on heparin and dba 5. They were admitted on (B)(6) 2019 due to lvad thrombus. The patient reported having more persistent low flow alarms and was being considered for device exchange. An echo revealed that their left ventricle was not decompressed. A cta done at arrival showed some concern for inflow graft and clot at entrance. The patient was taken to operating room on (B)(6) 2019 for outflow graft stenosis and an inflow cannula obstruction. After repositioning there was no thrombus seen in lvad outflow, there was only twisting of the graft. No additional information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that presented with worsening low flow alarms. A CT scan revealed a possible outflow graft twist. The patient was brought back to the operating room to cut the outlfow graft twist at the aortic anastomosis and relieve the twisted outflow graft. A new bend relief was placed on the graft in place of the old one that was removed. No additional information was reported.